Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. Device interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold and loss of capture. On (B)(6) 2026, the physician elected to cap and replace the rv lead. Imaging was performed during the procedure, and no abnormalities were noted. The patient was discharged following the procedure without issue.